Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was suspected spinal cord compression. There was pain near the lead, a loss of sensation, and mild sphincter disorders. It was noted that old infections of the previous percutaneous leads may have lead or contributed to the issue. No diagnostics/troubleshooting related to the device was performed. A laminectomy to allow more space for the lead was performed, and the issue was resolved. The patient was alive with no injury. The issue occurred post-operative.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: (B)(6) 2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.